Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who was receiving and unknown medication via an implantable pump. The implant date was not known. The model and serial number of the pump and catheter and medical history were requested but reported as unknown at this time. It was reported that around (B)(6) 2015 the calculated volume was very less than the real one extracted from the pump. No alarm was warning. There was no harm or injury to the patient and the patient was reported as "ok". The patient's status was reported as alive with no injury. It was unknown if an explant would take place but it was not yet planned and the product remained implanted. The medication type, lot number, concentration, dose, concomitant medications, indications for use, event context, specific volumes, troubleshooting and diagnostic testing dates and results, and resolution were not provided at this time. However, these were all requested. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 additional information from the health care provider via the representative noted that the female patient with failed back surgery syndrome (fbss) with an implant date of (B)(6) 2014. The pump delivered morphine 3 mg/day, clonidine 0.015 mg/day, and ropivacaine 0.7 mg/day. On (B)(6) 2015 there was a refill difference between the calculated volume of 6 ml and the extracted volume of 35 ml. The drp was 67 months. The patient's pump had flipped in the past (see manufacturer report # 3007566237-2016-00569) and the physician suspected a twisted catheter. The physician had requested an x-ray and reportedly a revision of the pump and/or catheter would probably be planned. The patient was reported as ok. Should additional information be received a supplemental report will be filed. Additional information was requested to clarify implant dates, x-ray results, resolution, and product status/return. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a manufacturer representative (rep). It was reported the patient's pump was flipping for an unknown reason so the hcp suspected a the twisted catheter. A revision was not yet planned. The pump would be inspected during a future revision. The patient's status was reported as "ok".